Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, a 5f mynxgrip vascular closure device (vcd) was used, however; hemostasis was not perfect, and a hematoma had occurred after the procedure. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography (mynxgrip only) including the insertion angle at 45 degrees of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). There was no visible damage in the distal end of the sheath after removal. The target femoral site was not previously closed with any closure device prior to this procedure. There were no multiple sheath exchanges. The procedural sheath used was not greater than 7f. Hemostasis was achieved with manual compression for 25 minutes. Hemostasis was not perfect. The hematoma developed during the patient¿s recovery at the hospital. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the procedural sheath was on the catheter, fully retracted, and the advancer tube was deployed on the catheter shaft, and the sealant was observed to have been exposed to blood, covering the balloon¿s proximal tip as received. The condition of the returned device indicates an incomplete removal of the device. The syringe was not connected to the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to proximal tamp lock. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to remove the device, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The reported ¿hematoma¿ was not confirmed during analysis of the returned device. Hematomas are a known complication of this procedure and listed in the instructions for use (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Neither the product history record (phr) review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1924603) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was used, however; hemostasis was not perfect, and a hematoma had occurred after the procedure. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography (mynxgrip only) including the insertion angle at 45 degrees of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). There was no visible damage in distal end of the sheath after removal. The target femoral site was not previously closed with any closure prior to this procedure. There were no multiple sheath exchanges. The procedural sheath used was not greater than 7f. Hemostasis was achieved with manual compression for 25 minutes. Hemostasis was not perfect. The hematoma developed during the patient¿s recovery at hospital. The patient's hospitalization was not extended as a result of the event. The patient recovered.